Event description:
The clinic reported that a laser vision correction patient presented with corneal abrasions in the left eye (os) two (2) days post treatment. The topical steroid dosage was not increased. It was stated that the patient did not experience a loss of best corrected visual acuity (bcva). The patient complained of blurred vision in the os without any discomfort. Patient reported symptoms are not interfering with daily activities. Additional notes indicated that a bandage contact lens (bcl) was inserted in the os; increased gatifloxacin to every two hours (q2h). Bcva from (B)(6) 2015: right eye pre-op 20/20 -1.50 x -.25 x 153, left eye pre-op 20/20 -1.75 x -.25 x 56.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.